Manufacturer narrative:
(B)(4).

Event description:
See manufacturer report# 3004209178201010202. The pt developed an infection before the neurostimulator (ins) was turned on. Additional information has been requested.